Event description:
Information was subsequently received that this lead was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
-

Event description:
Boston scientific received information that during a follow up a loss of capture was noted on this right ventricular lead. It was noted that this right ventricular lead had dislodged. A repositioning procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon further information this investigation will be updated.

Event description:
-

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.